Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and device evaluation. Since the device is more than 15 years old, the device history record was unable to be reviewed. However, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. Based on the results of the legal manufacturer¿s investigation, the customer¿s reported issue could not be reproduced; therefore, a root cause could not be determined. Olympus will continue to monitor field performance for this device.

Event description:
A customer reported to olympus that the evis exera ii video system center intermittently shows a black image during an unspecified procedure. There was so much noise or flicker that the endoscopic image was not visible. There was no delay reported and the procedure was completed using a similar device. There were no reports of patient harm associated with this event.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer¿s allegation of image loss was not confirmed. The evaluation uncovered the software was up to date and the image was visible. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented.